Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was not previously cold, but was tight and dystonic. In regards to the patient's symptoms, there was "likely a pump issue - intermittent". The episodes resolved when weaned to normal saline. The cause was not determined and the patient was scheduled for system replacement next month. In regards to actions/interventions taken to resolve the event, a surgical replacement was noted. At the time of this report, the patient's symptoms and hospitalization had resolved. In regards to the cause of the service code 303, it was reported that "time one degree behind related to clocks change - only updates on pump setting change" and the hcp "thought it was upon interrogation". The patient's weight at the time of this report was 40 kilograms.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital for the third time this week (was in on the 20th, 22nd and today) and admitted to the hospital for possibly going through intermittent withdrawal. The healthcare provider (hcp) stated the patient was "cold and flappy" and was on orals medication. The hcp mentioned that every time she has interrogated the pump, she observed service code 303, indicated pump time off. The technical services (tss) discussed day light savings could be the likely cause and update pump with a short note to clear the error code. The tss discussed pump time off would not affect therapy. The tss discussed checking patency of catheter and confirmed pump logs do not reflect any motor stalls.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.